Manufacturer narrative:
The device was received for evaluation with an unknown uv disconnect cap on the uv spike connector and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The unknown uv disconnect cap received with the complaint sample was used during leak testing. Integrity of seal surface testing was performed for functional verification of patient adapter with no issue. The reported problem leak at patient connector was not verified because leak testing and integrity of seal surface testing was performed with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected from the titanium adapter and there was a leak during patient use. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.